Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for radius fracture between distal and shaft point with the drill bit in question. During the drill for a cortex screw hole, the drill bit broke which was reported in (B)(4). The surgeon used another drill bit, but the surgeon had difficulty in drilling because the second drill bit had a malfunction. The specific malfunction was unknown. It was not reported how the surgery was finished, but there was no surgical delay. The patient was in stable condition after the procedure. This report involves one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4). This product complaint is related to (B)(4) which reports about the breakage of the drill bit. This product complaint reports about the poor drilling of the drill bit in the same surgery.